Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: during the manual priming.the nurse noticed saline leakage from the IV set full disconnection of the disposable set. Additional information received from the customer: was there any patient or user harm? No. Please confirm how the fault was identified? N/a. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Only during the priming. Please confirm what substance was being infused during the time of the event? Saline 0.9%.

Manufacturer narrative:
Investigation result: two 2420-0007 samples were received for investigation; one sample had clear residual fluid present and was received in opened packaging, the second sample was received in sealed packaging, both of which from lot 24095426. The customer reported that "during the manual priming the nurse noticed saline leakage from the IV set full disconnection of the disposable set". Visual inspection of the sample received in opened packaging confirmed the customer's experience; the tubing was separated from the downstream tubing joint of the y-site, with no obvious sign of solvent present. Visual inspection of the sample received in sealed packaging did not identify any associated damage or manufacturing defects. The sample was then sent to the bd product test lab for tensile strength testing in accordance with the requirements of bs: en: iso 8536-9: infusion equipment for medical use; the sample met and exceeded the tensile requirements of the standard. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manual assembly process and is likely to have occurred due to human error. A review of the production records for lot 24095426 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been retrained to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
No additional information.